Event description:
It was reported that post procedure of a right atrium leadless pacemaker (ralp) after leaving the procedure room that ralp dislodgement was suspected on telemetry; the ralp was unable to be interrogated with the programmer and there was loss of atrioventricular (av) synchrony noted on external telemetry. X-ray was performed and revealed that the ralp had dislodged and migrated to the femoral vein. The ralp was retrieved, explanted, and replaced. There were no patient consequences.